Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental solutions tracker, the customer had been off the insulin pump for two days. Customer stated when she puts in the reservoir the piston on the device wouldn't stop moving. It wouldn't register the reservoir when it was inside the reservoir chamber. Customer declined troubleshooting assistance as she currently didn't have the device and stated she will call back. The device is not returning for analysis.